Manufacturer narrative:
Monitor (B)(4). Electrode belt (B)(4): (B)(4) 2010. The pt was treated 17 times. Post-shock rhythm from the last two shocks was asystole. Pt was successfully resuscitated by hospital staff. The lifevest operated according to specifications. No adverse event resulted.

Event description:
Nurse (B)(6) called in to zoll lifecor customer support from (B)(6). A (B)(6) male pt came into the emergency room after reporting that he was treated. Pt's wife reported to the nurse that he was just done eating breakfast and was sitting on the couch when he went unconscious with his eyes open. Wife reported that she ran to get help and upon her return he was awake and alert and the pt had blue gel on him. Pt reported to wife that he did hear the alarms. The pt was subsequently taken to the hospital where he was under the supervision of hospital personnel.